Manufacturer narrative:
The event description describing the delivery catheter system (dcs) issue is not reportable in itself but upon receipt of the dcs for analysis, a buckle was observed making this event reportable. Product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule partially opened. There is a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. There was a single nitinol protrusion from the buckle on the capsule. There was damage noted to the inside of the capsule at the capsule buckle site. The deployment knob appeared to retract and advance the capsule with significant resistance noted when rotating the handle. The trigger moved to fully advanced and retracted positions with significant resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact with no resistance noted. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing at the capsule buckle site. The capsule could not be fully closed when the handle was fully advanced, with a 7mm gap noted. The reported event for misload could not be confirmed in the analysis as a valve could not be loaded due to the damage to the capsule. Conclusion: the description of the handle turning but the capsule not moving is consistent with handle clutching. As the handle is turned, instead of the slider tooth following the thread in the screw gear, the force in the system pushes the slider tooth over the top of the screw gear thread. Once clutching occurs the user may continue to twist the handle however the slider tooth will continue to skip over the screw gear thread in the same area and the capsule may not retract. The failure occurs due to high forces in the system. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The valve was removed. It was reported the loading process was started again due to the delivery catheter system (dcs) rotation failure. The issue did not resolve. The loading process was started again; however, the issue remained the same. It was considered that the handle of the dcs was defective. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the instructions for use (IFU) instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. The subject dcs was returned to medtronic for analysis. A buckle was noted on the proximal end of the capsule. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. Capsule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. Significant resistance was encountered when advancing and retracting the capsule, confirming the reported event. The root cause of the resistance could not be confirmed, however resistance in the handle may be due to high forces caused by load quality or tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Based on the device history record (DHR) review performed on the dcs, there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the loading process while loading the valve, the delivery catheter system (dcs) handle failed to rotate prior to the valve reaching the radiopaque marker. The handle was spinning and the valve would not advance. The valve was removed. It was reported the loading process was started again due to the dcs rotation failure. The issue did not resolve. The loading process was started again; however, the issue remained the same. It was considered that the handle of the dcs was defective. The dcs, compression loading system, and valve were replaced, and the loading process was completed without issue. The new valve was implanted successfully. No adverse patient effects were reported. Upon receipt at medtronic's quality laboratory, a buckle was observed on the delivery catheter system (dcs).